Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
It was reported to philips that further corrective maintenance is required; unable to correct the reported problem. There was no report of pt involvement.